Event description:
The physician was attempting to deploy a 3.0mm diameter x 18mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a tight and diffuse lesion in a patient located in the lad. It was reported that the stent was not passed to the lesion. No patient injury occurred and no clinical sequelae were reported. When the stent was returned to the manufacturing facility, the stent was noted to be damaged. Device evaluation: the stent was positioned between the marker bands as per specifications. The 1st proximal stent segment was raised and deformed. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product ((B)(4)).

Manufacturer narrative:
Results: inherent risk of procedure (stent deformation and failure to deliver device); patient condition affected effectiveness of the device (patient lesion morphology; 80% stenosis and severe calcification). Conclusion: device failure/lack of effectiveness related to patient condition (patient lesion morphology; 80% stenosis and severe calcification). (B)(4).